Manufacturer narrative:
Contaminated interconnect pcb.dried fluid on outside and inside of the pump, including all boards. Top case front corners cracked, bottom case gasket broken in multiple spots, cracked right plunger case. Bottom seal missing. Plunger seal in tact. There was fluid ingression on all the boards, including the interconnect board. Customer damaged device, pump was beyond economical repair.visually inspected all the boards, was unable to view or download ehl, pump does not power on.

Event description:
It was reported that the device was contaminated due to customer inducing via fluid ingression on all printed circuit boards including interconnect board. No patient injury was reported.